Event description:
Vcare uterine manipulator (medium size)was in use during a robotic hysterectomy. At the completion of the uterine manipulation an attempt to remove the vcare resulted in the device separating into four pieces. The upper and lower cups and tube were retrieved without difficulty. A small plastic connector however was difficult to locate but was eventually retrieved.